Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The customer could not identify the foreign material. It is unknown if the customer cleaned, disinfected, and sterilized the device before returning it to olympus. Should additional relevant information become available, a supplemental report will be submitted.